Event description:
It was observed during the device evaluation that the distal cover was deformed overall and distorted. There was trace of rubber burrs breaking off from hook receiver inside. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.